Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used within the same patient. Refer to manufacturer report # 3005099803-2016-03240 and 3005099803-2016-03241 for the associated device information. It was reported to boston scientific corporation that three captivator small oval snares were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare loop failed to cut the polyp and failed to generate current. A second and a third captivator small oval snares were used without cautery and encountered the same issue failing to cut. A bleeding tissue laceration occurred and was resolved by placing a clip. The procedure was completed with another captivator small oval snare. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no anomalies. Functional testing was performed and the device would extend and retract within specification. The device passed the electrical test with resistance measured at 10.2 ohms, which is within manufacturing specifications. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviation was found.

Event description:
Note: this report pertains to one of three devices used within the same patient. Refer to manufacturer report # 3005099803-2016-03240 and 3005099803-2016-03241 for the associated device information. It was reported to boston scientific corporation that three captivator small oval snares were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare loop failed to cut the polyp and failed to generate current. A second and a third captivator small oval snares were used without cautery and encountered the same issue failing to cut. A bleeding tissue laceration occurred and was resolved by placing a clip. The procedure was completed with another captivator small oval snare. The patient's condition at the conclusion of the procedure was reported to be stable.